Manufacturer narrative:
This report 34 of 35 medwatch reports filed for this event for pt 34 of 35 pts. Service was not requested. The customer was provided with the approved alternate flow cell maintenance cleaning procedure. The customer stated that they have increased the qc run frequency to every four hrs. The event appears to be related to the weekly flowcell maintenance cleaning, but a clear root cause has not been determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events. This MDR represents event 34 of 35 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-04391, 04392, 04393, 04394, 04395, 04396, 04397, 04398, 04399, 04400, 04401, 04402, 04403, 04404, 04405, 04406, 04407, 04408, 04409, 04410, 04411, 04412, 04413, 04414, 04415, 04416, 04417, 04418, 04419, 04420, 04421, 04422, 04423, 04425.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) and/or calcium (calc) result for multiple pts. The erroneous results were reported out of the laboratory. It is unk if there were any changes to pt treatment associated with this event, but there have been no reports of death or serious injury. The customer stated that the weekly automated flowcell maintenance cleaning procedure was completed at approx 1:00pm. The ion selective electrode (ises) were calibrated and a quality control (qc) was run with good results. At approx 10:00pm, the customer was alerted to two critically low na and calc results. All results run since the maintenance were reviewed and it was noted that na and calc started to recover low shortly after the maintenance was completed. All samples run since the maintenance were repeated on the lab's second dxc 600 analyzer. The na and calc results were higher. The customer stated that approx 35 corrected reports were issued.